Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during implant the physician was unable to find the appropriate thresholds. The lead was replaced. No patient complications have been reported as a result of this event.